Event description:
The patient reportedly experienced no lock between the external equipment and the cochlear implant. The patient was seen by a company representative for device evaluation. Testing performed confirmed the device was not functioning. Surgery to explant the patient's device has been scheduled.